Event description:
A medical technologist reported tt a pt had been taking coumadin 7.5 mg qd because of a history of dvt (deep vein thrombosis) and pe (pulmonary embolism). On 26-sep-94, her pt (prothrombin time) was 16.7. Seconds using a coumatrax protime test system (coumatrak monitor;thromboplastin cartridge in the physician's office. Later that day, she was admitted tothe hospital with a cva (cerebrovascular accident) described as hemorrhagic. Pt was 30 seconds when tested in the hospital. This second test was done approx. One hr after the first. The hospital was using a new thrombopplastin with an isi (international sensivity index) of 2.02. The coumatrax monitor was being operated by the medical technologist. Proper techniques and use of controls confirmed. The coumatrax monitor will be returned to the mfg. For eevaluation.